Manufacturer narrative:
One used lf1737 ligasure device was received, and an evaluation of the returned sample confirmed an issue with a detached component. Visual inspection found the overmold on the lower jaw was melted and missing pieces of plastic. The piece were not returned. Further inspection found scratches on the back of the jaw and arcing damage to the seal plate. The investigation identified the root cause of the reported event to be misuse, where the damage observed is consistent with grasping a metal object during activation. The instructions for use included with this device states that contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc) may increase current flow and may result in unintended surgical effects such as an effect at an unintended site or insufficient energy deposition.

Event description:
The customer reported that during a bladder procedure, smoke emitted from the jaws of the device when activated. There was no patient injury. Examination of the received device found that the jaws of the device were melted and a piece of plastic was missing. The customer reported that no piece of the device fell within the patient cavity.